Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft kink and shaft detachment were able to be confirmed. The difficulty to position the device was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous proximal left anterior descending artery that was 90% stenosed. While advancing the 2.5x23 mm xience xpedition in the guiding catheter along with a 2.25x23 mm xience xpedition stent delivery system to perform a kissing stent procedure at the bifurcation, due to resistance with the guiding catheter, a kink occurred in the shaft of the 2.5x23 mm sds. The kink subsequently led to the separation of the proximal shaft at the location of the kink when an attempt was made to straighten the shaft while still in the patient. Another 2.5x23 mm xience xpedition was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.